Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: upon further review of information provided in the initial report that, "we did not hear that the leak was from the cdh¿s staple line. Therefore we judged that (B)(4) was used without any trouble...so, we judged that this complaint was related to the sc60/ecr60d from the doctor comment and the malformed staples. " refer to report # 3005075853-2010-04956

Event description:
It was reported that during a low anterior resection procedure, at first, the rectum was fired twice and resected with echelon instrument (lot#;g4rh01) loading the gold cartridges. After that, the device was used to anastomose by the transanal route. It was found after the anastomosis that some staples attached to the resected ring tissue. When the leak test was performed, a leak was found at one site. Additional suture was performed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on 7/27/2010: first operation on (B)(6) 2010; the doctor confirmed by leak test after the firing that the leak was occurred from the one points on the near device's staple line. Suture ligature was performed for leak. After that, leak test was performed again, and the operation was finished after the no leak was confirmed. About 5 days postoperatively, the drainage seemed like fluid of stool. About 10 days postoperatively, the doctor confirmed the stool. The re-operation was performed and he found the hole. The hole was on the device's staple line and it was same point from the first leak points on (B)(6) 2010. The hartmann operation and the permanent colostomy were performed to complete the case. (B)(6). Revised event description: (B)(6) 2010; at first, the rectum was fired twice and resected with the sc60 (lot#;g4rh01) loading the ecr60d (suspected lot#; g4ru77 or g4ry5u or g4t101). After that, the cdh29 was used to anastomose by the transanal route. It was found after the anastomosis that some staples attached to the resected ring tissue. The doctor confirmed by leak test after the firing that the leak was occurred from the one points on the near dog ear. Suture ligature was performed for leak. After that, leak test was performed again, and the operation was finished after the no leak was confirmed. About 5 days postoperatively; the drainage seemed like fluid of stool. About 10 days postoperatively; the doctor was confirmed the stool. The re-operation was performed and he found the hole. The hole was on the near dog ear and it was same point from the first leak points on (B)(6) 2010. The hartmann operation and the permanent colostomy were performed to complete the case. The patient is stable.